Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site and confirmed the reported problem. To resolve the issue, technical support and the fse performed adjustment on the customers computer software along with the flex cardio nic link speed. The device passed testing and remains in use at the customer's site.

Event description:
The customer reported having intermittent monitoring issues in all rooms, intermittent off or ECG not matching the boom. It was confirmed there as no issue with the monitoring off, the issue was the ECG sweep speed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.